Event description:
The manufacturer received information alleging a ventilator would not power on. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by a third party service center. The ventilator's power supply was replaced to correct the problem. Although there was no patient harm or injury reported, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.